Manufacturer narrative:
Nothing is being returned for evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern any root or underlying cause for the reported issue; at this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that during an arthroscopic meniscal repair with the use of omnispan as the fastening device, and during insertion, the silicone retention tubing to come off of the inserter needle and into the patient&apos;s joint space. The surgeon was able to retrieve the silicone tubing and the procedure was concluded successfully without further issue or harm to the patient. Complaint devices discarded at user facility.